Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed and were unable to recover. During the recovery attempt, the tower door opened and closed, but the drawers remained failed. The customer had also performed a reboot, yet the issue still persisted. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed and could not be recovered. The field service engineer (fse) found that the tower had not failed upon arrival. The customer informed the engineer that the issue had already been resolved. The fse verified the device was operable using the hardware test application, completed the test, and performed a reboot. The customer was then allowed access to the pyxis system. The system functioned as intended after the field service engineer verified the device.